Event description:
It was reported that during a coronary artery stent procedure, the balloon ruptured and the physician experienced removal difficulties. The balloon was removed and the physician post dilated the stent with another balloon. A dissection was noted beyond where stent was placed. The pt status is listed as "okay".